Manufacturer narrative:
Date of event: (B)(6) 2017.

Event description:
The customer reported that the unit stopped working. The customer indicated that the unit was on a patient; however, there was no injury to the patient.

Manufacturer narrative:
Failure investigation (fi) lab received the data acquisition (da) pcba for evaluation. Visual inspection of the returned da pcba revealed no evidence of damage or contamination. Fi technician installed the da pcba into the fi test ventilator and performed operational tests and no failures were identified. Root cause for the reported issue could not be determined due to no problem found.